Manufacturer narrative:
Device evaluated by MFR: the epic stent delivery system (sds) was received with no original packaging or other devices. The stent was not returned for product analysis as it was implanted. There was blood on the outer surface of the device. There were multiple inner shaft kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deployment issue and stent damage occurred. The target lesion was located in the subclavian vein. The 8x100x75 epic¿ vascular stent was advanced to the lesion. The stent was deployed with no problem until when the last third part of the stent jumped forward and became a bulk. It was also noted that the middle part of the stent was compressed and folded. The stent was not removed and was left implanted in the subclavian vein. The procedure was not completed due to this event. No patient complications were reported and the patient's status is fine and is being monitored.

Manufacturer narrative:
Date of birth: (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deployment issue and stent damage occurred. The target lesion was located in the subclavian vein. The 8x100x75 epic vascular stent was advanced to the lesion. The stent was deployed with no problem until when the last third part of the stent jumped forward and became a bulk. It was also noted that the middle part of the stent was compressed and folded. The stent was not removed and was left implanted in the subclavian vein. The procedure was not completed due to this event. No patient complications were reported and the patient's status is fine and is being monitored.